Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- above rated burst pressure (rbp). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters, mini trek rx, instructions for use (IFU) states: balloon pressure should not exceed the rbp. The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the balloon interacting with the mildly tortuous, heavily calcified and 90% stenosed lesion resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was provided: the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous distal left anterior descending coronary artery. The first inflation was at 16 atmospheres (atm) and the second inflation was at 18 atm. There was no resistance during advancement or withdrawal of the balloon dilatation catheter (bdc). An nc trek bdc was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when pre-dilatation was attempted with the 1.50x15 mm mini trek rx balloon dilatation catheter, the balloon ruptured during the second inflation. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.